Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted on (B)(6) 2013 with a size 10 vertical expandable prosthetic titanium rib (veptr) from the third rib on the right side to the second lumbar spine with a blue clip and two gold clips. The growing rod was inserted between l4 and s on the right side. On (B)(6) 2013 there was redness at the wound around the hook of the lumbar spine. The patient was discharged on (B)(6) 2013. The patient was seen at the hospital on (B)(6), 2013 and patient was re-admitted and underwent emergency debridement. Patient received antibiotic (cefanezin) intravenously from (B)(6) 2013, recovered and left the hospital on (B)(6) 2013. It was the surgeons opinion that the products had no direct bearing on the problem because the infection involved the superficial layer not the implant. This report is on an unknown veptr implant. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The device is unknown, therefore the 510k number reported on the initial medwatch is incorrect. The 510k number for this device is unknown.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is on an unknown veptr implant. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.